Event description:
On (B)(6) 2013, the reporter contacted animas alleging ok button/keypad issue. It was reported that the "ok button is off." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the ok keypad symbol was observed to be worn and there was no evidence of tears or peeling in the keypad. All of the keypad buttons responded properly when tested. The keypad was removed and no evidence of damage or contamination on the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.